Event description:
Top one-way valve (clear/blue) not functional. Injection of medication into any port causes medication to go up into IV bag, suggesting this one-way valve is broken vs manufacturer defect. Patient with 22g IV at distal end of IV tubing, confirmed functional and used for sedation/procedure. No harm to the patient.